Event description:
The customer contacted stryker to report that their device had unexpectedly lost power during intervention on a patient. As a result, defibrillation would not be available, if needed. This issue is patient related; however, there was no adverse patient outcome reported.

Manufacturer narrative:
The electronic records of the device were reviewed by a stryker customer quality engineer (cqe). The stryker cqe was able to verify the reported issue in these records. The root cause of the reported issue could not be determined.

Event description:
The customer contacted stryker to report that their device had unexpectedly lost power during intervention on a patient. As a result, defibrillation would not be available, if needed. This issue is patient related; however there was no adverse patient outcome reported.

Manufacturer narrative:
A stryker field service representative (fsr) evaluated the customer's device and was unable to duplicate the reported issue. All the battery pins and the battery contact assembly were replaced, as a precautionary measure. Proper device operation was observed through functional and performance testing and the device was, subsequently, returned to the customer for use. Stryker contacted the customer to request additional information on the patient. No response has been received from the customer.